Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unexpected resets occurred. Customer's blood glucose level ranged between 400-600 mg/dl which was addressed by administering a manual injection. Reportedly, the customer reloaded the cartridge onto the pump and resumed insulin delivery.